Event description:
It was reported that the haptic got caught in the inserter and became bent during insertion of the envista ((B)(4)) intraocular lens. The incision was enlarged, another lens was successfully implanted, and sutures were placed. Additional information has been requested. Please reference MDR#: 1119279-2012-00301 for the intraocular lens.

Manufacturer narrative:
Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.